Manufacturer narrative:
The root cause of the left ventricle perforation can not be definitively attributed to the impella pump. The size of the hole/perforation was smaller than the components on the impella. It is unlikely that the impella 2.5 pump caused the perforation. The team at the facility believes the v18 wire caused the perforation. The patient did not suffer any symptoms until after the patient was discharged to the ICU on support. The symptoms did not present during the intervention nor during the placement of the impella 2.5. The root cause of the perforation is unable to be determined. It is unlikely that the impella caused the perforation, but this failure mode will be monitored and trended. No corrective action is necessary. (B)(4).

Event description:
On (B)(6) 2016 a (B)(6) female was placed on support with an impella 2.5, after the cardiothoracic surgeon declined to treat the patient, and the decision was made to perform a high risk percutaneous angioplasty intervention (hrpci). Prior to placement of the impella 2.5 the physician needed to balloon the iliacs at the bifurcation to allow placement and advancement of the 2.5. The patient had bilateral peripheral vascular disease. Furthermore, there was difficulty in ascending through the patient's aorta. The patient was known to have a porcelain aorta and be heavily calcified. With the 2.5 in place for support, the physician was able to stent the lad and left main. The pump position was adjusted prior to discharge to the ICU. Upon admission to the ICU, a bedside echo was done which revealed the 2.5 to be located within the papillary muscle of the left ventricle. The pump therefore was readjusted. Also, noted on the echo was the presence of an effusion. The team chose to perform a pericardiocentesis (tap) procedure bedside. Before the tap procedure could begin the patient decompensated and needed intubation for support. Cardiothoracic surgery was called to perform a bedside pericardial window. Due to the critical nature of the decompensating patient, the team instead took the patient to the or for the window procedure. Due to the patient's continued decline, the team chose to open the chest and to directly assess the location of the bleeding. The surgical team discovered a small hole at the apex of the heart. They attributed the hole to the v18 wire, manufactured by boston scientific. The v18 wire is an abiomed approved wire that can be used in conjunction with the impella 2.5. The hole was repaired prior to discharge from the or. The impella 2.5 pump continued to support the patient successfully throughout their ICU stay. During the overnight stay in the ICU blood replacement products were infused for the patient. The patient was then successfully weaned from the 2.5. The patient was hemodynamically stable with no further need for the pump nor any inotropic support.